Event description:
An endeavor resolute rx drug-eluting stent, diameter 2.50mm, length 18mm, was implanted into a pt's left internal pudendal artery to treat erectile dysfunction as part of the zen study. The eres 25018x was deployed at 12 atm in the left internal pudendal artery (vessel diameter reported as 2.5mm). It was reported that the stent moved on post-dilatation with an nc sprinter 2.5 x 15mm to 16atm. Another eres30024x was implanted distal to the first stent at 12 atm to cover lesion. The procedure was successful, and no clinical sequelae have been reported. Peripheral drug-eluting stent system is not approved in the united states, but is similar to endeavor rx which is approved in the united states.

Manufacturer narrative:
(B)(4).